Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the pump powered up with the auditory and vibratory alarms to a blank display. The no power complaint was unable to be adequately investigated due to the blank display. The pump cover was removed to find a cracked eeprom component had cracked, and was the cause of the blank display. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side, and the returned battery cap was undamaged and was able to fit.